Manufacturer narrative:
The exact mfg site could not be determined as the production lot is unk.

Event description:
The device was used during an unspecified procedure, reportedly, the instrument would not close. The surgeon used another instrument to complete the procedure.